Event description:
It was reported that during balloon inflation of the admiral xtreme, a balloon leak was observed. The device was prepped per the instructions for use with no issues identified, and no damage to the packaging or issues removing the device from the hoop/tray were noted. No embolic protection was used, the device did not pass through a previously deployed stent, and no resistance, excessive force, or anatomical abnormalities were reported. All balloon fragments were retrieved, and the procedure was completed using another balloon (12 mm admiral xtreme) no patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.